Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell. The technical service representative (tsr) had the home patient (hp) turn on the machine and check the alarm log, found on (B)(6) 2012 a system error 2367 occurred and on (B)(6) 2012 a system error 2240. The tsr explained the alarms and asked how the hp completed therapy; the hp stated they did not. The tsr instructed the hp to contact the peritoneal dialysis (pd) the registered nurse (rn) about missed therapy. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The tsr explained the back up battery and how to charge between therapies. The hp understood and would charge the battery for the next few days between therapies. The tsr instructed the hp to call when having the alarm so baxter could troubleshoot and helped the hp complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Baxter product surveillance was contacted by the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated they did not know about the reported problem. The pd rn stated as far as they know the patient is doing fine, and therapy is going well. The pd rn stated from what then knows from recent visits, the patient is doing fine and has not needed medical intervention due to the reported problem. The pd rn stated if they find further information baxter will be notified. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The reported condition could not be confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.